Manufacturer narrative:
Additional information: g3, h2, h6. Corrected information: h11 (correction to narrative). The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, specifically the application of excessive force during suture tensioning and/or adjusting the suture against a sharp or rough edge, which may result in suture breakage. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, an arthrex subsidiary employee reported via email that an ar-1588rt-2j tightrope ii rt was used in an acl reconstruction procedure on (B)(6) 2025. Following graft elevation and tibial fixation with dsp, the surgeon observed that the tape on the graft side had broken. The case was completed with a replacement ar-1588rt-2j tightrope ii rt, and no patient harm was reported. Additional information has been requested on 07/25/2025.

Event description:
Additional information: no case delay or additional anesthesia was administered to the patient. There was no reported difficulty during graft passage or tibial fixation. The break was observed immediately upon fixation. No photos were taken of the event. No adverse effects reported on or after the surgery.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Additional information was received on 07/29/2025: no case delay or additional anesthesia was administered to the patient. There was no reported difficulty during graft passage or tibial fixation. The break was observed immediately upon fixation. No photos were taken of the event. No adverse effects reported on or after the surgery.